Event description:
Pt developed complications which required amputation following a skin grafting procedure. The pt's leg was dressed with bias cut stockinete which had a very offensive odor. The MFR had been notified about the odor and indicated it was because there were so many bugs in the cotton and 2 sterilizations were necessary.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.